Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse cleaned and calibrated the touch screen, and that corrected the problem. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a normal checkout on the cardiosave intra-aortic balloon pump (iabp) performed by the customer, it was discovered that the iabp had a touch screen issue and would not function. There was no patient involvement, and no adverse event reported.